Event description:
It was reported that the loaner universal high torque drill experienced run on during device evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the loaner universal high torque drill experienced run on during device evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was confirmed. The device had a corroded cable assembly. Failure of the cable assembly can result in run on by allowing the electrical contact to keep the drill activated.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.